Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of about 500mg/dl and also reports that snap cap was damaged. Customer's mother declined to troubleshoot for high blood glucose. Reservoir will be return for analysis but insulin pump will not be return for analysis.